Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the same 'system computer needs service' error message as reported in the complaint. He disconnected the printed circuit interface (pci) ribbon cable from the lan/if board and the single board computer (sbc) and then reinstalled it. Once the connection of the pci ribbon cable was fully seated the issue was resolved. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr) the issue was discovered during system start up with no scheduled procedures.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'system computer failure' message. There was no patient involvement.

Manufacturer narrative:
81 - evaluation is in progress but not yet concluded.